Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous de novo mid right coronary artery (mrca) that is 90% stenosed. A non-abbott guide wire was advanced and crossed with no issues. The 3.0x15mm trek balloon dilatation catheter was advanced and pre-dilatation was attempted; however, the balloon moved. It was noted that the balloon moved due to the calcification. Another non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.